Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys troponin t stat assay cobas 8000 e 801 module. Incorrect values from these samples were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 397 pg/ml, which repeated as < 3 pg/ml. The second sample initially resulted with a troponin t value of 1350 pg/ml, which repeated as < 3 pg/ml. The third sample initially resulted with a troponin t value of 770 pg/ml, which repeated as < 3 pg/ml. The serial number of the e 801 module is (B)(4).

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.